Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. The lot number was 13k. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. Based on the confirmation result and the investigation results, a likely mechanism causing might be the following. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. Omsc presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that during the laparoscopic appendectomy, the subject device was damaged so that the base of the tissue pad was lifted at the second and third outputs. The intended procedure was completed with another device. There was no report of patient injury associated with the event.